Event description:
It was reported that during implant, the new lead showed fluctuating sensing values. The lead was replaced when multiple repositioning attempt were unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly was found.